Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a in-service, that during use, the cardiosave intra-aortic balloon pump (iabp) unit was not displaying the patients heart rate when increased, but the arterial pressure tracing was still on the monitor. After the patient was cardioverted, the blood pressure appeared on the monitor. No adverse event to the patient was reported.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b3, h1.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
While the fse was onsite providing an in-service, visited the ICU and spoke with the nurse assigned to the patient and it was explained that there was no issues with the pump or iab catheter and that the unit was performing as expected. It was explained that the patient as of 6/22/2022 was still utilizing the unit successfully. H3 other text : evaluation not requested by complainant.